Event description:
Customer reported pt injury due to incorrect tidal volume. The pt, male, post open-heart pt had been on the vent for six hrs when the 7200 ventilator alarmed. The pt was immediately removed and bagged for 20 mins before being placed on another ventilator. The pt condition declined from critical/stable to critical/unstable. This report is not an admission by mallinckrodt that this device caused or contributed to the event alleged in this report.